Event description:
The customer reported the cine option failed to operate. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive was replaced and formatted. The system was then found to be operating as intended.